Event description:
It was reported that cartridge alarm 20 occurred while customer used pump, and issue did not happen during cartridge loading process or as part of any previous similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support through proper cartridge loading steps, successfully loaded new cartridge, and resumed insulin therapy, and no additional information was available about original cartridge lot number.